Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. Only a picture was sent by the customer, and with that it was possible to perform an investigation and determine the root cause for the defect, confirming the complaint. The manufacturing process are validated with defined acceptance criteria. The incident identified by this complaint will be monitored to tendency analysis. Conclusion: the root cause for this mode of failure occurred due to a failur in the machine that makes the label marking. It was not detected by the associate involved in the process. H3 other text : see section h.10

Event description:
It was reported that an unspecified number of syringe plastipak 20ml s/su experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: information received by email: I inform you that when we perform the separation of the product, we saw that it had no lot and validity. Batch: 9106673. Additional information: email received from the customer stating that the incident was noted before use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 20 ml s/su experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: information received by email: I inform you that when we perform the separation of the product, we saw that it had no lot and validity. Batch: 9106673. Additional information: email received from the customer stating that the incident was noted before use.